Event description:
The customer reported that the system experienced errors, an immediate loss of system functionality and un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb assembly and filament regulator were evaluated and replaced. The system was tested and found to be working as intended and returned to service.